Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon rupture occurred. The 95% stenosed lesion was located in the severely tortuous and severely calcified left posterior tibial artery. Vascular access was via the right femoral artery. The physician experienced difficulty crossing the lesion with the sterling es otw 3mm x 20mm x to the calcification, however was eventually able to cross the lesion. On the first inflation the balloon was inflated to 8 atms for 60 seconds. Upon the second inflation to 10 atms for 60 seconds a balloon rupture occurred. The balloon catheter was withdrawn and the procedure was completed with a sterling es otw 2.0 x 40mm . There were no patient complications reported and the patient status is listed as 'good'.

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)